Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, disability and impairment. The litigation does not specifically state which product was used on the pt therefore an unk complaint is being entered. Additional info has been requested but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unk. Therefore, we are unable to determine the associated labeling and (B)(4) to review. Although the product family is unk, the women health product ifus are found to be adequate based on past reviews.